Event description:
It was reported that during a surgery, a virage final driver stripped without causing any patient harm or procedural delays. Upon manufacturer investigation, it was discovered that the driver tip was fractured.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted and fractured. Root cause: this event could possibly be attributed to excessive torsional forces applied to the driver during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.